Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable laser fiber was used in a lithotripsy procedure in the renal pelvis performed on (B)(6) 2018. Reportedly, the laser settings used was 800 joules. According to the complainant, during the procedure, the laser fiber broke proximal to the connector. This was the first time the laser fiber was used. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another lighttrail reusable laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient's condition after the procedure was stable.

Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. Problem code 1069 captures the reportable event of  fiber broke. Investigation results: one lighttrail reusable laser fiber was received for evaluation. The fiber was returned broken into two pieces. The first piece measured approximately 93.2 cm from the top of the connector to the break. The second piece measured approximately 147.9 cm from the break to the break. The remainder of the fiber, including the distal tip was not returned. Functional analysis revealed that the fiber was recognized by the laser console. The console confirmed the fiber had been used 1 time. Effective transmission was not measured due to the condition of the returned device. Review and analysis of all available information indicated that the fiber was received for analysis broken, this was likely the result of handling during the procedure while attempting to use the fiber within the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable laser fiber was used in a lithotripsy procedure in the renal pelvis performed on (B)(6) 2018. Reportedly, the laser settings used was 800 joules. According to the complainant, during the procedure, the laser fiber broke proximal to the connector. This was the first time the laser fiber was used. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another lighttrail reusable laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient's condition after the procedure was stable.